Manufacturer narrative:
Manufacturer's report number was incorrectly filed as 9681154-2020-00019. The corrected report number should be 9681154-2021-00019. A correct report will be filed under 9681154-2021-00019.

Event description:
The manufacturer received this device for evaluation in response to a users report of "physical damage". There was no patient harm or injury reported. Upon receipt of the device, the manufacturer noted the ac cord plastic outer coating is split, exposing wires. The ac cord was taped up. The reported complaint of physical damage was confirmed. Labeling warns the "it is recommended to have a backup device for respiratory delivery in case a situation arises when your nebulizer can not be used". This device meets all relevant ul and iec standards. This device is not labeled for life support. Based on the information available, the manufacturer concludes no further action is necessary.